Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri battery status after 31 months of implant. The physician was dissatisfied with the longetivty of the device.